Manufacturer narrative:
(B)(4).

Event description:
User facility medwatch form received indicating patient is still experiencing some rainbow glare, but was very happy with vision outcome.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The logfile review shows no abnormalities that could have contributed to the reported event. The treatments were finished without energy deviation and energy error. The system was operating within specifications. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported rainbow glare observed at one week post lasik procedure. Additional information has been requested.